Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The patient side cart failed the electrical safety test (est) due to defective power cord. The fse replaced the power cord, and the est passed. The power cord is a scrap item and will not be returned back to isi. The fse was able to reproduce the universal surgical manipulator (usm) had erratic movements during testing and replaced the usm to resolve the issue. The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on an psc fixture test platform (pftp) where all test passed. No signs of damage during visual inspection.

Event description:
It was reported that during a da vinci-assisted surgical myomectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the surgeon complained of the arms stiff or jerking during the procedure. The customer stated the arm movement seemed delayed or sluggish. The customer stated they have a big case on monday and need the system checked. The live logs were not available. The surgeon completed the procedure robotically with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined from failure analysis as the reported issue was not confirmed or replicated by the failure analysis.